Manufacturer narrative:
Covidien reference number: (B)(4). A covidien field service engineer (fse) inspected the device but was unable to duplicate the reported condition. The fse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, on start up a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.